Event description:
It was reported that while using the bd facscelesta¿ flow cytometer waste leakage occurred outside of instrument. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting a fluid leakage at the side of the flow cytometer. The leakage has been observed only when the instrument is in run and seems to stop when the instrument is stopped. The fluid builds up beneath the detector compartment. No fluid is seen at the sample port or fluid line connectors on the right hand side of the instrument. 1. Was the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No. 8. Which part of the body was in contact to the fluid? Na. 9. What personal protective equipment (ppe) was being worn? Yes, labcoat and gloves. 10. Was there any impact to patient samples due to leak? No. 11. Was customer harmed/injured? No. 12. What is the current medical status?

Manufacturer narrative:
After further review MFR#2916837-2021-00023 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
(B)(6). Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd facscelesta¿ flow cytometer waste leakage occurred outside of instrument. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting a fluid leakage at the side of the flow cytometer. The leakage has been been observed only when the instrument is in run and seems to stop when the instrument is stopped. The fluid builds up beneath the detector compartment. No fluid is seen at the sample port or fluid line connectors on the right hand side of the instrument. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Which part of the body was in contact to the fluid? Na. What personal protective equipment (ppe) was being worn? Yes, labcoat and gloves. Was there any impact to patient samples due to leak? No. Was customer harmed/injured? No. What is the current medical status?